Event description:
It was reported that the insulin pump delivered a large bolus of 19.6 units without any input by the customer. It was stated that the customer woke up with a low blood glucose reading of 4.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
The down load history file shows no unintended bolus delivery due to alarm in history file. History file is corrupted. The insulin pump was programmed with multiple bolus deliveries and monitored. All bolus delivered properly their indicated amounts and properly recorded in the bolus history screen. No bolus anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.